Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Contact alleged that the pump was miscalculating the recommended bolus dosing for the value of carbohydrates entered into the bolus menu. Reportedly, the customer attempted to program a bolus for a value of 120 grams, which based on the 1:5gram carbohydrate ratio calculates a dosing of 24 units, but the pump recommended a bolus dosing of approximately 10 units. Although requested, the customer declined to upload the pump data logs or provide additional details on the reported event. Blood glucose (bg) level was in the 500's (mg/dl), and was addressed with a correction bolus. At the time of the reported event, bg was 191 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.